Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the blade is off centered. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged blade to be related to the customer reported complaint. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.116". No conductor wire damage or snake wrist damage was found. There was biodebris found at the instrument tip and the knife slot measured at 0.028. A review of remotefe log showed no blade exposed failures. After manually retracting the blade, the instrument was placed on the in-house system and passed self-check. The root cause of dislodged instrument blades is typically attributed to the user. Additional observation(s) related to the customer reported complaint: the instrument was found to have 6 homing failures during initialization, likely caused by the dislodged blade. After manually retracting the blade, the instrument was placed on the in-house system and passed self-check. Upon visual inspection, the instrument was found to have 2 proximal ceramic dots dislodged from the grip tips. Jaw ceramic dots #1 and 7, measuring approximately 0.040" in size were not returned. The ceramic swipe test was performed and confirmed the jaw ceramic dots were not present. The root cause is typically attributed to user.